Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the power supply was smoking. The cse replaced the power supply and powered up the instrument. The cse observed thermals, which were within range. The cause of smoke being emitted from back of the instrument was due to a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer contacted a siemens customer care center (ccc) and reported that smoke was emitted from the back of an advia centaur xp instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.